Event description:
It was reported that the pt is a bilateral user. Since (B) (6) 2009, the pt hasn't had any hearing sensations on his left side. Exchanging the speech processors confirmed that both speech processors are working. The pt hasn't received any impact at his left side. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.